Manufacturer narrative:
1038671-2023-01540.

Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6) 2011. They subsequently underwent right knee revision surgery on (B)(6) 2022, approximately 11 years 3 months after their initial procedure. The patient has claimed the following injuries and complications: joint pain, joint swelling, joint stiffness, limited range of motion, loss of mobility, muscle tissue damage, tissue damage, gait impairment; poor balance; difficulty walking; component part loosening, soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.